Manufacturer narrative:
Unk as not provided by reporter. Unk as not provided by reporter. (B)(4) - endoleak are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. The user reported a type ii endoleak. At this time there is no indication that a design or process induced failure of the device resulted in the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
The area rep was notified that the pt has a significant type I endoleak. The physician stated that the suprarenal stent is way below the renals causing the endoleak. The fabric appears to be 2.5 cam below the renals. The pt received a main body extension of unk size at an unspecified time. The date of this implant is unk; however, did not occur during the original repair. The physician wants to perform an intervention; however, in the past, this pt has been noncompliant. Update received on (B)(6) 2011: the endoleak was discovered to be a type ii endoleak. Physician's will plan on intervening at a later date. Current intervention plans are unk.